Event description:
A scrub technician reported that during a procedure, the cutter was not cutting though there was aspiration. The cutter was replaced and the procedure was completed with no harm to the patient. Additional information was requested; however, no additional information is expected.

Manufacturer narrative:
A product sample has been received and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The returned sample was visually inspected using 25x magnification and determined to be visually nonconforming because the cutter was blocking the port (was in closed-port position, should be open port position). Actuation and aspiration testing were performed and found to be nonconforming (no cutter movement). The probe remained stuck in the closed-port position. The probe was disassembled and the components inspected. There is less than five minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter / engine extension coupling assembly was found to be broken in two pieces. The engine still actuated, but the inner cutter was completely detached from the engine extension because of the broken coupling. Since the inner cutter could not move, it remained in the "forward/closed-port" position. A device history record review was conducted. No anomalies were found during the device history record reviews. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicated no additional complaints were associated with the probe lots. The root cause for the actuation and aspiration issue was the broken inner cutter / engine extension coupling. It was unknown how the coupling broke. It was possible that the coupling component broke/fractured during use as reported by the scrub technician ¿the cutter was not cutting during surgery, replaced with another and completed the case¿. (B)(4).